Event description:
It was reported by service report that the customer alleged that the rail covers on this cub crib were damaged. Upon inspection of the unit by the service technician, it was identified that the upper and lower foot end rail covers were cracked with exposed sharp edges.